Event description:
It was reported that within months of implant, the physician noted that the device was suddenly at eos (end of service). It was also noted after interrogation there was a warning for inactive charge circuit. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned and analyzed. The device lasted fifty percent of its expected longevity. Both loaded and unloaded pacing current drain levels were normal for this device over the range of battery voltage it operated under during its service time. There is no evidence to indicate a problem with the battery. Without knowing the programming history of this device there is no way to determine why it did not meet its expected longevity calculation. Performance data was collected from the device and analyzed. Time of rrt (recommended replacement time) in save to disk on (B)(6) 2012, device recommended replacement time (rrt) less than or equal to 2.6251 volt, device reached end of service (eos), charge time greater than 19 sec. Weekly battery voltage trend data shows battery equal to 2.698 to 2.535 volts between (B)(6) 2012. There were four patient alerts for low battery voltage between (B)(6) 2012. One patient alert for charge circuit timeout between (B)(6) 2012. One patient alert for excessive charge time on (B)(6) 2012.